Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the safety bar would not slide which can cause the handpiece to have run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed through the evaluation service process but no run-on was found.

Event description:
During functional testing by a service technician at the manufacturer facility, it was found that the safety bar would not slide which can cause the handpiece to have run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.